Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received questionable results for eight patient samples tested for ion selective electrode (ise) sodium. Of the eight samples, one was found to have an erroneous result. The sample initially resulted as 143 mmol/l and was reported outside of the laboratory. The sample was repeated on a modular system and resulted as 149 mmol/l. The repeat result was believed to be correct. The customer noted that the reference electrolyte tubing had a tip that appeared to be pinched. The patient was not adversely affected by the event. The sodium electrode lot number was l00 with an expiration date of 07/31/2012. The field service representative determined that the sipper nozzle spring was installed incorrectly. He installed the sipper nozzle spring correctly and replaced the kcl bottle tubing. He performed ise checks and a precision run. Quality control was within specifications.